Manufacturer narrative:
(B)(4). Device status changed from returned to not returned. The device was discarded. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stent migration however the foreign body in the patient and delay in procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additonal relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified and mildly stenosed. When the xience alpine 3.50 x 8 stent was deployed it moved into the left main. It was attempted to pull the stent back into the guiding catheter, however the stent came off the balloon and subsequently moved to the leg where it remains. They could not find the stent to attempt to retrieve it. The procedure was successfully completed by deploying another xience alpine 3.5 x 8 stent. There were no other patient effects; however, there was a clinically significant delay reported. No additional information was provided.